Event description:
It was reported the right siderail would not remain latched and the patient fell out of bed twice. It is not known if there was any injury alleged related to the reported event.

Manufacturer narrative:
Device was evaluated by the distributor.